Manufacturer narrative:
The full lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable pulse generator (ipg) was explanted and replaced for no pacing capture. It was also reported that the patient's right ventricular (rv) lead was inactivated and replaced due no capture as well as high impedance. A remote transmission taken in the emergency room the same day but prior to the replacements showed intermittent capture and polarity switch due to impedance increase. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.